Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the haptic went around the lens as it was getting primed. Noted when the lens was being loaded. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the new lens was used to complete the surgery.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced toward mid-nozzle and has overrode the lens. The lens was partially advanced into the nozzle entry area. The leading haptic was extended. The trailing haptic was extended onto the anterior optic surface along the left side of the plunger. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. A plunger override was observed. The trailing haptic was extended along the right side of the device on top of the optic. This was most likely interpreted as the reported complaint. The product investigation could not determine the root cause for the reported complaint. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).